Event description:
It was reported by the affiliate that the (2) er320 devices were used during a laparoscopic cholecystectomy procedure. It was reported that the clips malformed during the surgery. It was not reported how the case was completed. There was no consequence to the pt.